Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the pump pocket got infected around 2004 so it had to be removed. It was noted that the patient was given too much medication. No further complications have been reported as a result of this event.